Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flows when attached to the patient cable. A log file analysis captured 32 low speed advisories between 6:59 am to 7:01 am on (B)(6) 2021. Speed drops were as low as 2450 rotations per minute. This type of behavior was linked to potential issues with the percutaneous lead/driveline. These issues only occurred while attached to the power module. It was recommended to keep the patient connected to battery power or an ungrounded cable until further investigation was completed. Submitted x-rays taken on (B)(6) 2021 were found to be unremarkable. The patient underwent a driveline repair on (B)(6) 2021. The splice was done approximately 3 inches from the exit site. The repair was completed without any alarms. Additional log file analysis captured the initial low speed advisories on (B)(6) 2021 while on the grounded patient cable. It appeared that the driveline splice took place around 10:51 am, as a the driveline was disconnected when switching to a new lead. Another driveline disconnect was noted at 11:11 am, followed by further low speed and pump stop events on the grounded patient cable. The last log captured further low speed and pump stop events at 12:22-12:23 pm and 12:25 pm while using the grounded cable. The patient had not had any alarms on an ungrounded patient cable. All alarms occurred on the grounded patient cable both before and after the repair. The patient was kept on the ungrounded patient cable.

Manufacturer narrative:
Section d9: a segment of the driveline was returned only. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported low speed and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on 09jun2021 and approximately 20.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The returned driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to evaluate the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for vad-57076 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was not symptomatic due to low speed and pump stop events. Pump stop events occurred after the driveline repair while on a grounded cable. The patient remains on an ungrounded cable.